Manufacturer narrative:
The device has not been returned to , an evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(6) 2017, a reporter contacted animas alleging that a patient had experienced a hyperglycemic event while on the pump. The reporter stated that the patient had a blood glucose of 501 mg/dl with symptoms of fatigue. The reporter stated that the patient did not receive any treatment above and beyond the normal course of diabetes management. The reporter stated that there were loss of prime warnings that had caused a delay in insulin. During the course of troubleshooting it was revealed that the patient was over/under cycling the cartridge, reusing the cartridge, using the cartridge for longer than the suggested time, and using expired cartridges. This complaint is being reported based on the allegation that the patient experienced a hyperglycemic event as a result of use error of the cartridges.